Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 09-oct-2024. Investigation summary this statement summarizes the investigation results regarding a complaint that alleges false negative when using kit grp a strep 30 test veritor (material#: 256040), batch number 3353256. The customer reported that they are receiving false negative test results. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos were received; however, there were return samples received. The returned samples were functionally tested and the results were passing and acceptable. The reported issue was unable to be confirmed. A trend analysis for false negative was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported while testing with bd veritor system for rapid detection of group a strep, seven (7) false negatives were obtained. The customer repeated the test on quickvue testing system and received positive results for all tests. There were no health impact or consequences reported.

Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. The date range of testing (B)(6) 2024 to (B)(6) 2024 was provided. A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor system for rapid detection of group a strep, seven (7) false negatives were obtained. The customer repeated the test on quickvue testing system and received positive results for all tests. There were no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd veritor system for rapid detection of group a strep, there was a false negative result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating (B)(6) 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd veritor system for rapid detection of group a strep, there was a false negative result. There was no report of patient impact.